Event description:
Medtronic received information, regarding a navigation system being used, during a functional endoscopic sinus surgery (fess). It was reported, that the surgeon was having issues tracking suctions, during a procedure. The patient was registered without issue, but then the system immediately had issues verifying, other instruments. The manufacturer representative (rep) was able to help the surgeon identify sources of metal interference over the phone. And the probes were able to track. About 20 minutes later, the site reported that their straight and curved suctions would not verify. There was no reported impact on patient outcome. The event caused a surgical delay of an estimated 20 minutes. Medtronic navigation was aborted. It was believed, that it was a patient tracker issue. The representative had the same problem on the same day at another account that changed everything, patient tracker and instrument trackers and that solved the problem. Neither account saved the potentially faulty pt, so they did not have a lot # to report at this time.

Manufacturer narrative:
H3: no parts have been received, by the manufacturer for evaluation. This regulatory report is being submitted, due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.